Manufacturer narrative:
Product information was not provided, so manufacture date and 510(k) could not be determined. Initial reporter phone and address were not provided.

Event description:
The advocate stated her parents' blood glucose readings would sometimes be 50mg/dl higher than with another meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. Product was not replaced.